Manufacturer narrative:
No raw data was provided for review. The observed discrepancy could be due to handling, the homogeneity of the sample and/or differences in sample collections and infection level, or due to the sample being a weak positive for the target that is at/near the limit of detection (lod) of the assay. A full raw data review would be able to pinpoint these conclusions.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The samples for both patients initially generated a positive result for sars-cov-2 and influenza a (negative for influenza b). The same samples were retested on a separate cobas liat analyzer which yielded a negative result for all targets. The initial positive result was only reported for patient 2. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.